Manufacturer narrative:
Zimmer biomet complaint (B)(4).

Event description:
Doctor reports peri-implantatis around implant oss415. The implant was removed. Tooth site # 13.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). An osseotite® implant 4 x 15mm (oss415) was returned for investigation. Visual inspection of the returned product identified slight foreign material around the threads. Slight damage on threads possibly due to the removal process. Functional testing to recreate the reported events could not be performed due to the nature of the device and events. The returned device was measured and verified to match design history record (DHR) specifications the reported device tooth location is #25 and was used for approximately 2 years, 9 months pictures or x-ray images were not provided. A device history review was performed and no related nonconformances were noted. Also, a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. Complainant reported patient develop peri-implantitis. The reported complaint of infection and bone loss could not be verified. A definitive root cause for this complaint could not be determined.

Event description:
No further event information is available at the time of this report.